Manufacturer narrative:
The system was leaking from the hyrdo area. A bci field service engineer (fse) replaced the no foam y tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam bottle leaking on unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.